Manufacturer narrative:
The device was returned to the regional repair center for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on charge couple device unit. There was no patient involvement.